Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided, therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lap colon procedure, it was noticed that a part of the trocar was missing. The outer seal was missing from the package when the device package was first opened. It is unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 11/3/2020. D4: batch#: u93y99. D4: lot#: u40a2v. Investigation summary: the analysis results confirmed that the d12lt device was returned with the universal seal assembly missing. The opened package was also returned along with the device. In addition, the sleeve and obturator were returned with no apparent damage. No conclusion could be reached as to how the universal seal came to be missing and the package was received open. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: please note that the outer seal can be removed by pushing the outer seal release lever in a counterclockwise direction and lifting off the outer seal." Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. In addition, two photos were received for review. Upon visual inspection of the two photos, the following was observed: the photos show a trocar with the universal seal missing. Based on the photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis above for full analysis details and conclusion. A manufacturing record evaluation was performed for the finished device lot / batch number, and no non-conformances were identified.